Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the direct current (dc) to (dc) printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into a ¿ventilator inoperative ¿ status. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Additional code added to section h6 evaluation code - conclusion. H3 device evaluation summary: the service personnel (sp) inspected the ventilator but could not duplicate the ventilator inoperative. Sp replaced direct current (dc)-dc converter printed circuit board assembly to resolve error codes found in memory. The ventilator has passed all tests, calibration and the product is in working condition. One dc-dc board was received for failure analysis. The ventilator was powered up in normal mode with no errors and/or alarms. No evidence of the vent shutting down. Ran calibration, est and sst resulting with all tests passing. No error codes and/or alarms were observed. The reported event for the dc-dc converter loss of ventilation was not duplicated. The analysis determined no fault found as the dc-dc converter board functioned normally while powered on in normal mode for over 72 hours. The issue was confirmed in memory but cause could not determined. The event is included in trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.